Manufacturer narrative:
E1: initial reporter phone no : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had a hole in the tubing resulting in a pool of saline on the floor. This was observed after the nurse primed the tubing at the patient's bedside. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b3 and d10: concomitant product (1): therapy date (update), d9, h3, h6 (update codes), h11. H11: the actual device was received for evaluation. Visual inspection was performed which noted a hole in the tubing. The reported condition was verified. The issue was determined to be caused by the packaging machines. Should additional relevant information become available, a supplemental report will be submitted.